Event description:
The consumer reported received 2nd degree burns to her hip after laying on the heating pad. She stated in her report that she does not always feel heat right away due to her multiple sclerosis. The owners manual warns against using the heating pad if you suffer from any type of issue where you experience a lack of sensation as well as to not lay or lean against the heating pad.